Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted on (B)(6) 2025. The sensor pod was provided for investigation. An external visual inspection was performed and failed. The allegation of applicator deployment was not confirmed. The probable cause could not be determined. Additionally, a missing sensor wire was found in connection to the reported allegation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).